Event description:
The customer reported that the balloon did not inflate. No injuries occurred. Per additional information provided on 08-feb-2022, the issue occurred during patient use. There were holes/cracks observed in the balloon. The problem was resolved by removing and replacing the device.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on january 13, 2021. There were no physical samples, digital images, or videos received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process, complaints, and feedback for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.